Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for evaluation. It has not been received. A follow up will be submitted if further info is obtained.

Event description:
Customer reported back check valve failure. IV started using the involved primary set and a secondary set with 150ml to be infused. Nurse checked IV one hour after infusion began and noticed the secondary bag empty. IV set up was taken down; another secondary was started using gravity. The nurse observed the fluid from the secondary going into the primary bag. Labs drawn and pt electrolytes were potassium 4.0 and phosphate 2.2. Pt potassium was 3.8 and phosphate was 2.0 prior to start of infusion. No pt harm reported. Although requested, no further pt/event info was provided.